Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, catheter removal difficulties occurred. The lesion being treated was located in the severely tortuous, severely calcified and 70% stenosed circumflex (lcx) and left anterior descending (lad) artery bifurcation. The lesion was pre dilated with a maverick2 2.5x20 mm balloon. The physician implanted a taxus express2 3.5x24 mm drug eluting stent in the lad and a taxus express2 2.75x20 mm drug eluting stent in the cx. After inflation in the cx, the balloon catheter was not easily removed. It looked like the balloon caught between the stent struts. The balloon was maneuvered several times and was successfully removed. No patient complications were reported. The patient's condition is reported as "no problem".